Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 126 mg/dl. The customer's mother stated that the customer had to press down on the buttons for 4 to 5 seconds to deliver a bolus the day prior. She reported that now none are responding. No significant events leading to the alarm were observed other than the customer working on a tractor in a ranch. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device did communicate properly with contour link blood glucose meter. The unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.